Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation, deformations of the outer conductor coil and a damaged is-1 connector pin. Based on the characteristics, it is reasonable to assume that these damages occur during the surgery. During further analysis, no deviations were noted which might be related to the dislocation mentioned in the complaint description. In particular, the values measured during the analysis of the fixation mechanism proved to be within the technical specifications. There was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead was explanted one day post implant due to dislodgement. No adverse patient effects were reported. The lead was retained by the hospital, therefore is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The event and explant dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.